Event description:
As reported: spr peripheral nerve stimulator lead was removed during office visit and patient tolerated the lead removal without issue. It was not entirely clear if the lead tip was intact. Right sided pelvic x-ray ordered to possibly determine if lead tip is indeed retained. Spr device rep notified as well. Patient given MRI safety card in the event he would need to have this for the future.

Manufacturer narrative:
This report is a response to uf report # (B)(4), which was received by spr therapeutics from the FDA on 03/09/2021. Based on the provided information, the complaint is not a reportable malfunction per 21 cfr section 803. This device malfunction did not cause or contribute to a death or serious injury and would not be likely to cause or contribute to a death or serious injury, if the malfunction were to recur. The sales rep confirmed that the lead looked fractured upon removal, but the x-ray was negative for retained lead tip fragment. The device was disposed of, so a visual and functional evaluation could not be performed to confirm the lead fracture. Based on the provided information, the reported problem is not believed to have been caused by a manufacturing defect. The product labeling states that the lead may fracture. Complaint # (B)(4) was assigned to this report.